Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/19/2013 with the following findings: there was no data from the time of the event due to continued patient use. A review of the total daily dose history for the available date range showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.

Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the patient experienced elevated blood glucose levels up to 17.4 mmol/l with increased thirst, urination, and irritability. The reporter indicated that the patient's blood glucose first elevated a few days earlier when the patient started on the replacement pump. The pump was reviewed with the reporter and confirmed that the pump settings were programmed correctly. The pump history was reviewed and confirmed that the bolus, basal, prime, suspend, and total daily dose histories were correct. The reporter indicated that the patient may have been going through a growth spurt and may have been starting puberty. The reporter was advised that the troubleshooting indicated that the pump was delivering accurately. The reporter was advised to discuss possible need for rate adjustments and possible site options with the patient's health care provider. This report is made based on the allegation that the patient experienced hyperglycemia or unclear cause while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.